Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/17/2024, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1410lp low profile reamer broke. This occurred during a case when tunneling the low profile drill bit broke. No additional information was provided, and additional information has been asked.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause. The most likely cause of the reported failure is user error, specifically misalignment during insertion. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.